Event description:
It was reported when using the bd pyxis¿ medstation¿ es the station had a black screen. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on black screen. The field service engineer (fse) shut down the station and observed that the station was pressed up against the wall with minimal clearance, which had caused the power cord to loosen slightly. Upon reboot, the station failed to load the application. The fse replaced the serial advanced technology attachment cable (sata) connected to the hard drive, and all functions returned to normal. The station powered on successfully and was tested in the med application. The system functioned as intended after the field service engineer repaired the device.